Event description:
Reported due to arterial blockage requiring surgical intervention. Physician successfully closed an arteriotomy site with a perclose a-t (closer ak) device on two separate occasions. Aproximately two weeks after the second use of the perclose a-t device the pt returned to the physician's office complaining of leg pain. The pt subsequently underwent an angiogram, which showed a "blockage in the common femoral artery" in which the perclose a-t devices were used. An interventional cardiologist accessed the opposite artery and attempted to open the "blockage" with an angioplasty balloon, as an outpatient, but was unsuccessful. Subsequently a dissection occurred and the pt was admitted to the hosp for a thrombectomy and surgical repair of the artery. The surgeon reported his opinion that the event was related to thrombus formation at the site of the suture. The suture was in a "good position" but the artery was "severely inflamed." The pt recovered well and was discharged two days later. Although requested no additional info was provided.